Event description:
It was reported that a patient¿s dexcom g7 cgm sensor failed to pair with the ilet device, and customer care instructed the patient to toggle the cgm setting from g7 to g6 and back and to restart the sensor; dosing stop and cgm not paired alerts were reported, and a pairing code was provided. Symptoms included no reported adverse clinical effects. Outcomes included interruption of automated dosing due to loss of cgm pairing. Investigation included remote troubleshooting and user education regarding cgm setup and pairing procedures. Investigation of this case revealed a pairing failure attributable to communication or configuration between the cgm sensor and the ilet system, with no evidence of device hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was configuration error or transient cgm communication disruption leading to unsuccessful cgm pairing.